Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result, the patient's ipg was unable to communicate with external devices and the patient lost therapy. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the manufacturer representative met with the patient and was able to recover the ipg. The device is providing therapy.

Manufacturer narrative:
H9 - this report is no longer tied to the fsca. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.